Manufacturer narrative:
(B)(4). The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) revealed a da error. No other issues were noted. A boston scientific technical services consultant reviewed the device data and confirmed the da error was recorded on (B)(6) 2015. The error was a self correcting memory error. Normal device operation was observed. No adverse patient effects were reported.